Event description:
It was reported that an ambulance was involved in a head on collision. The pt was not injured and remained on the cot. The fire fighters are went through a window and he suffered an open fracture. It was also reported that there was a fatality in the other vehicle involved in the accident.

Manufacturer narrative:
Customer evaluated device.